Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted in a2/p2 without issue reducing mr to 2-3. To further reduce mr, a second clip was advanced, however the clip got caught in chordae. The clip was freed from chordae and was implanted without further issues; however, an anterior leaflet tear was suspected because mr went up to 3-4+. Another clip was advanced and was placed without issue in an attempt to further reduce mr. Mr did not reduce; therefore, the decision was made to not implant the clip. No additional information was provided.